Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The customer returned 3 unused samples and one unknown syringe. The samples were visually and functionally tested and the reported condition was not confirmed. The samples were connected to the returned syringe and there was no separation observed. No assignable root cause could be determined. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter corporate product surveillance that an prefilled 10cc normal saline syringe from cardinal health, catalogue number sa1010a, is separating from the flolink microbore catheter extension set. The separation is occurring within seconds of connecting the two. The flolink luer is not securely connecting to the syringe, and will disconnect from the luer. This causes the solution to leak out. There was no patient injury or medical intervention necessary. No additional information is available.